Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and at the time of this report repairs were still in progress. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information is available.

Event description:
The customer reported that the system exhibited an error. Further information was received from the fse indicated that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.